Manufacturer narrative:
The directions for use states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information was received that ipg became inoperable due to patient not recharging it as recommended.

Manufacturer narrative:
Date of event¿ is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that ipg was unable to communicate with external devices. In turn, ipg became inoperable and patient lost therapy. As a result, surgical intervention occurred during which the ipg was explanted and replaced to address the issue.